Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured distal to the pull ring. Conductor wires 2-4 were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuits, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.